Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after blood draw was completed and the port needle was de-accessed, the catheter was allegedly occluded. Allegedly there was a clot in the device. There was no reported patient injury.

Event description:
It was reported that after blood draw was completed and the port needle was de-accessed, the catheter was allegedly occluded. Allegedly there was a clot in the device. There was no reported patient injury.

Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One power port MRI isp with 8f groshong catheter was returned. A microscopic and functional evaluation was performed. The port body and the catheter were not patent to infusion and could not be flushed. Port septum swelled upwards on all attempts to flush port and catheter were unsuccessful. Blood was noted in three way valve. Therefore, the investigation is confirmed for unable to infuse due catheter occlusion. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include catheter care/maintenance and fibrin sheath formation. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.